Event description:
It was reported that an ilet user experienced recurrent dosing stopped alerts and wide blood glucose variability after reconnecting to the system, with engineering logs indicating periods of empty insulin cartridge, sensor communication failures, unsuccessful pairing, bg-run suspension, and an incomplete insulin supply change that triggered a ¿finish insulin cartridge change¿ alert and halted dosing until acknowledged; later events included insulin runout with sensor failure and multiple occlusion alerts while using a 6 mm, 23 in teflon infusion set. Symptoms included hyperglycemia with fingerstick readings reported over 400 mg/dl and hypoglycemia down to 47 mg/dl. Outcomes included self-management with oral glucose for low blood glucose and no medical evaluation. Investigation included a review of device engineering logs and user education. Investigation of this case revealed user-initiated pause periods requiring user resumption, insulin depletion, cgm pairing and availability issues, bg-run suspension due to insufficient data, incomplete completion of an insulin cartridge change, and multiple infusion set occlusions. It was concluded that dosing interruptions were associated with insulin depletion, occlusions, cgm availability and pairing issues, and an unfinished supply change, and the user elected to trial steel infusion sets. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.